Event description:
It was reported that (1) device was used during a bowel procedure. It was reported by the affiliate that the tct75 instrument would not open after firing. The device was eventually opened without damage to the tissue. Another instrument was used to complete the case. There was no consequence to the pt.